Manufacturer narrative:
Evaluated two opened/used partial sensors and found one of two sensor cannula retracted inside sensor base no broken or missing parts were observed during analysis. We were unable to confirm customer received sensors in said condition due to customer return sensor opened/used. The remaining sensor passed per specifications. We were unable to confirm needle anomaly due customer did not return insertion needles. Also, we were unable to confirm adhesive anomaly to opened/used sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke off from the inserter and that it may be in customer's body or may have been connected to the introducer needle. Customer's blood glucose was 145 mg/dl at the time of incident. Troubleshooting was done for sensor and customer indicated that an unexpected alarm was also received when trying to start sensor. The customer was advised that the device would be replaced and to return the product for analysis.